Event description:
It was reported that the temperature sensing foley catheter was discontinued, and patients were transferred out of the intensive care unit (patient-1, patient-2) they had always cut the sensor cord off, but wanted to get an expertise as there had been 2 pressure injuries related to foley temperature sensor cords left intact. No medical intervention was reported. Per customer follow up received on 04dec2024, it was reported that there were general questions about temperature probe sensors being removed after transferring out of intensive care unit. They did not have stock temperature probe foley catheters on their unit. They had several pressure injuries related to the temperature sensor cord and were asking if they could be cut once they no longer need them.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing foley catheter was discontinued, and patients were transferred out of the intensive care unit (patient-1), (patient-2) they had always cut the sensor cord off, but wanted to get an expertise as there had been 2 pressure injuries related to foley temperature sensor cords left intact. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.